Event description:
It was reported that during an unknown procedure, it is unknown what happened with the devices. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Instrument a: : damaged jaws. Instrument b: batch # d9d927, exp date: 12/26/2011; MFR date: 1/26/2007, dropping/ejecting clips. Eval summary: the analysis results found that the er420 instrument (a) was returned with the jaws over twisted. The instrument was cycled and ejected 2 clips due to the condition of the jaws. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the er420 instrument (b) was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. D9d927. The batch record was reviewed and no anomalies were noted during the manufacturing process.